Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the guidewire was stuck in the lead and could not be removed. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Visual summary analysis of the lead indicated damage at implant. The analyst also noted:guidewire coating adhered to the lead tip nose causing the guidewire to stick in the lead lumen. Performed destructive analysis to removed guidewire out of lead and it can be identified as competitor guidewire. Using of competitor guidewire is not medtronic recommendation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.